Manufacturer narrative:
Device evaluated by MFR.: the returned complaint device consisted of a maverick 2 balloon catheter. The balloon was loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The hypotube was completely separated 48.6cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube kinks along the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 100% stenosed, 35x2.5mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, the delivery shaft was fractured and it could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 100% stenosed, 35x2.5mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.00mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, the delivery shaft was fractured and it could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.